Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has yet to be returned.

Event description:
It was reported that leakage was found around the subcutaneous tunnel during the injection of a high-calorie transfusion agent (elneopa no.1) on (B)(6) 2017. The backflow of blood could not be confirmed before leakage was found. The catheter was removed from the patient's body since there was a possibility of catheter damage. Leakage was found only eight days after implant. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking hickman catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 7fr d/l hickman central venous catheter. The sample terminated 9.5cm from the intermediate tubing. Usage residues were observed throughout the sample. Sutures were tied around the catheter tubing between the molded joint and the tissue ingrowth cuff. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. No evidence of leakage was observed during microscopic inspection. Tactile inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of each lumen. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found around the subcutaneous tunnel during the injection of a high-calorie transfusion agent (elneopa no.1) on (B)(6) 2017. The backflow of blood could not be confirmed before leakage was found. The catheter was removed from the patient's body since there was a possibility of catheter damage. Leakage was found only eight days after implant. No patient injury was reported.